Event description:
The customer reported the rn, who had the patient until 1900, reported that she changed the tubing in the evening and that the pump was running fine. She appropriately charted on the lda for her 1600 charting as well. She changed the pump shortly before shift switch. When the night team came into the room at 2000, they noted that the pump was off. They turned the pump back on, checked the patient's sugar, and found it to be in the 30s. They gave her dextrose, and the patient recovered without any symptoms or issues. They asked the staff who were in the room from 1900-2000, and they don¿t recall seeing the pump off or on, they weren¿t really checking. They checked the pump and saw that it had run 100 cc since the rn from day shift changed the tubing, meaning her story tracks. When she changed the tubing, it was running fine. Contributing factors: patient has had disproportionate number of hypoglycemic events during her admission. The staff have suspicions of this patient perhaps sabotaging her own feeds in the past, but they don't think the patient did this time.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed, and no discrepancies were noted. The device passed all testing. The pump was received for evaluation. Accuracy testing on the pump showed there was no evidence of feeding accuracy issues. The device passed service certification. This was the first time the device received service. A root cause and corrective actions could not be determined with the available information. No further action is needed at this time. We will continue to monitor reports and take action as applicable.